Manufacturer narrative:
The device was returned to olympus for inspection and the customer's reported issue was confirmed. Based on the results of the investigation, it is likely the reported issue occurred due to a faulty ultrasonic plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed noise. The reported issue occurred during service/maintenance and there was no patient involvement.